Event description:
Information was received indicating that a smiths medical device was having issues with the facilities blood bags being much smaller and thinner. This caused the facility to have issues infusing blood as the chambers were not pressurizing bags like the older models. There were no reported adverse events.